Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months postoperatively the patient experienced shortness of breath. It was noted that the right ventricular (rv) lead exhibited high thresholds and no capture. It was noted r-waves were trending down. It was also noted the right atrial (ra) lead was intermittently undersensing on stored electrograms (egm) with falsely classified termination of ongoing atrial arrhythmia. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.